Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b.5., d4, d6a.

Event description:
Patient reported rupture. Later reported "massive fibroses, free silicone in the left breast¿, "free silicone in the left breast and massive pain", "suffering from "psychological disorders" since learning about suspected rupture and risk of bia-alcl." The device has been explanted. The affected side is left.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, rupture. The device remains implanted. The affected side is unknown.